Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an extended ileocecal resection a gia80 stapler was used three times. The first application was a closure and cut of the terminal ileum. The second application was a closure and cut of an ascending colon. The third application was a side-to-side anastomosis of the terminal ileum with an ascending colon. The incisions were closed with a ta55 and ta55-3.5 stapler and the anastomosis was then tested for hemostasis and tightness. Three days later a re-laparotomy was performed due to a failure in the staple line of the side-to-side anastomosis. The staple line was corrected by over sewing. No reinforcement material was used.